Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Additional information received confirms that after the surgery both ts were present on the delivery needle. The surgical tech while checking the device removed t1 to confirm that it still remained on the needle. Therefore, this event is not a reportable case.

Event description:
It was reported that the second implant of the device would not come off. T1 and t2 were still on the implant after the miss fire. No patient injuries were reported.